Manufacturer narrative:
Additional information: h6, h11 h11: h11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a that the cone of the male luer lock was broken, which allowed the leakage event. This component is provided preassembled by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the broken luer connector was determined to be related to supplier product design and manufacturing. A corrective action preventive action record and a change control were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return line luer connector of a prismaflex m150 set was broken and leaked during continuous renal replacement therapy. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.